Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2024. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2024. The patient¿s sister reportedly stopped by late morning to visit and discovered the patient had expired several hours prior. The pdrn reported the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2024 indicated she completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services, and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was a cardiopulmonary arrest, and the secondary cause was diabetes mellitus. The pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The patient was a brittle diabetic with several cardiac comorbid conditions which contributed to the patient¿s demise.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiopulmonary arrest and death, as the patient was actively undergoing treatment when the events occurred. The pdrn reported the primary cause of death was a cardiopulmonary arrest, secondary to diabetes mellitus. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Cardiac disease is the leading cause of death in dialysis patients, and mortality rates are up to 30-fold higher than the general population. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population . Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturer¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2024. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2024. The patient¿s sister reportedly stopped by late morning to visit and discovered the patient had expired several hours prior. The pdrn reported the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2024 indicated she completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services, and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was a cardiopulmonary arrest, and the secondary cause was diabetes mellitus. The pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The patient was a brittle diabetic with several cardiac comorbid conditions which contributed to the patient¿s demise.

Manufacturer narrative:
Correction: b.2.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed that the paint was discolored on the heater tray. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the base plate behind the front panel assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2024. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2024. The patient¿s sister reportedly stopped by late morning to visit and discovered the patient had expired several hours prior. The pdrn reported the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2024 indicated she completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services, and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was a cardiopulmonary arrest, and the secondary cause was diabetes mellitus. The pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The patient was a brittle diabetic with several cardiac comorbid conditions which contributed to the patient¿s demise.